Event description:
It was reported by the patient¿s family member that since a reprogramming session when the patient was charging and after charging t he implantable neurostimulator (ins) became hot and the patient felt ¿searing pain.¿ the caller stated that the heat/pain continued when the recharger was not connected to the ins until the ins was turned off. The caller stated that the patient charged the night prior to report and the ins site became ¿very hot¿ and the patient slept with an ice pack on. The caller verified that anytime the ins was on it became hot and caused ¿searing pain.¿ there were no falls or traumas. The caller was redirected to the patient¿s hcp. It was later reported by the patient that the burning sensation came back while the patient was recharging the evening of (B)(6) 2014 and had become worse so the patient turned stimulation off (B)(6) 2014. It was noted that when the patient turned back on the burning started again. The patient stated that the burning sensation subsided but still had ¿constant pain¿ at the ins site. The patient also commented that ins was starting to protrude. The patient stated that they had been working with their healthcare professional (hcp) about ¿this¿ and they had decided to wait before repositioning the ins. The patient stated that the hcp thought it could just be scar tissue forming. The patient also noted that they had the device for migraines and it was noted that one lead was by the eyebrow and another ¿by occipital.¿ the patient noted that the manufacturer representative may need to reprogram. The patient was redirected to have the device checked and to follow-up with the physician. It was later reported by the patient¿s family member that when the recharger was on it produced a ¿pain in the body.¿ it was noted that it was not ¿normal¿ and ¿it was hot.¿ it was noted that the patient ¿had an ice pack all night.¿ the caller wanted to speak with a technician from the manufacturer regarding the stimulator because the ¿doctor was not going to know what was going on¿ and ¿the doctor was a surgeon and it was with the product.¿ the caller requested a return call. It was later reported by the patient¿s family member that there was a warm sensation in or around the ins pocket during recharging. The caller noted that the device was not functioning properly in the patient¿s body. It was noted that recharging had been pursued the day prior to report and it became very hot. The caller stated ¿the doctor was not going to know about the nature of the battery and wanted to know if they were looking at a battery failure mode.¿ the caller did not know if the ins was on or off when the patient was charging. The caller stated that it took ¿a while¿ to charge the battery up and when the battery was up to full charge it was ¿searingly hot from the battery.¿ the caller stated that they could ¿feel the heat generating from it.¿ the caller wanted to know if the patient would need to have surgery. The caller also stated that they knew that ¿lithium ion batteries do fail¿ and stated that the device ¿certainly achieved a temperature of greater than 101, probably 20 degrees more than that.¿ an outgoing call was made to the patient. The patient stated that when recharging on the date of report they observed all eight coupling boxes shaded and the last quarter of ins blinking. The patient noted that they were not seeing any error messages on the recharger. The patient confirmed that the heating sensation was ¿inside where the battery was¿ and radiated from ¿there upwards to where the wires were attached to battery.¿ the patient charged for approximately 15-20 minutes before starting to feel heat. The patient did not see a thermometer icon on the recharger. The patient had lidocaine patch that the hcp gave due to pain at the ins site and used this as a barrier so the antenna was not directly against the skin. However, the patient still felt ¿internal searing heat.¿ the patient usually used a light pair of sweat pans between the antenna and skin and did not have anything lying over the antenna that would trap heat. The patient stated that the ins was off when recharging. The patient wanted to use therapy due to migraines ¿for days.¿ it was noted that having the device on did not change the ¿hot searing pain.¿ it was noted that the stimulation relieved the headache. The patient ended up turning the ins off (B)(6) 2014 night and tried turning it on (B)(6) 2014 but the ¿same searing pain happened.¿ one the date of report the ins was charged and the ¿same searing heat¿ occurred at the ins site. The patient stated that they had kept the ins off on the date of report. It was noted that when the ins was off and the patient was not charging the pain was not as sharp or ¿searing.¿ the patient stated that neither of their doctors would let the manufacturer representative meet the patient at their office. As a result, they had to meet at cardiologist office with a manufacturer representative (B)(6) 2014. The patient asked if surgery would be required. It was noted that the patient had occipital stimulation with leads in the head. It was noted that the ins was in the lower back/buttocks location. The manufacturer representative was contacted. It was noted that the hcps ¿did not want to touch the patient¿ due to problems with the patient¿s family member. In addition, coming to (B)(6) was a problem for the patient. The manufacturer rep stated that they would contact the patient to discuss a time to check the device. The manufacturer representative called back and stated that the patient¿s family member was demanding to speak with an engineer. It was noted that due to the time of the day no engineers were available. The manufacturer representative stated it would likely be difficult for the patient to find a closer pain doctor. It was later reported by the patient¿s family member that they believed the battery was defective and believed the ins and leads ¿had a recall.¿ it was reviewed that the patient did not have any recalled components. It was noted that the heat only occurred when recharging. During the conversation the caller stated that the heat occurred when the ins was on and not only when recharging. The caller believed that the ins was ¿cooking [the patient] internally.¿ it was noted that the patient was ¿crying in pain due to very, very hot.¿ it was noted that the last time the system was checked was (B)(4) 2014 and the manufacturer representative was unable to check impedances or reprogram. There were no falls or trauma reported. The caller noted that the patient ¿could have had an hcp appointment before spending all this time on the phone.¿ it was later reported that the caller continued to request to speak with an engineer. It was reviewed engineers were not readily available. The manufacturer representative stated that the patient refused to drive to the hcp. It was not clear when impedances were last checked. It was later reported that the patient¿s family member reviewed when the ins was on or recharging it ¿overheated¿ and clarified that the heating was ¿on the inside of the body.¿ the caller noted that the antenna of the recharger did not get hot. The caller clarified when the ins was off it did not get hot. The family member inquired what the potential issues were. It was reviewed that if a short was present that they would observe a substantial/rapid drain on the battery. The family member stated that ¿last week¿ the battery ¿did drain down and would not charge and ¿suddenly went dead.¿ the family member asked if the patient had not charged for two weeks ¿would it run down and not charged up again.¿ the patient noted that the patient was ¿completely incapacitated right now.¿ the family member stated that ¿two weeks ago¿ the doctor assessed the pocket and found no problems at that time and the product was working ¿just fine.¿ the family member stated that ¿after this visit to the hcp the battery went dead¿ and that the manufacturer representative ¿jump started it¿ and ¿this¿ was when the heating began. The manufacturer representative would follow-up with the patient regarding possible appointment (B)(6) 2014. The family member agreed to have tech services agent contact the patient to obtain recharger statistics. The family member stated that the patient may not be able to ¿see due to intense migraine with visual aura where they frequently lost site with one of [the patient¿s] eyes.¿ an outgoing call was made to the patient and collected recharger statistics. The patient was asked about therapy use. The patient noted that they had to turn therapy on (B)(6) 2014 because of a migraine the prior night. The patient went to the ER and when they came home had to turn therapy on. The patient was using ice over the ins at the same time ¿otherwise it just burned.¿ the patient turned the ins on (B)(6) 2014 at 9:30am and noted that it was still on. Prior to this the patient had the ins on (B)(6) 2014 for about thirty minutes until it became ¿too hot and painful.¿ the patient did have therapy on and off over the ¿past weekend¿ but was not able to use it as much ¿as they needed to.¿ the manufacturer representative arranged to meet the patient (B)(6) 2014 at 9:15 est. It was further reported that the recharger was overheating. It was later reported that based on the acquired recharge statistics there were six recharge sessions listed. There was a 0, 8, 17, 26, 27 minute recharge sessions along with a 2 hour and 44 minute recharge session. The recharger antenna never exceeded 39.6 degrees celsius. It was noted that the recharger antenna was within normal limits. It was also noted that there was very little battery voltage drop across the six session time period. It was also noted that there were no signs of rapid battery depletion such as would occur if there was an electrical short on the ins that was causing the ins to heat up. It was noted that everything on the statistics chart looked normal. The session of 0 minutes had an ending voltage of 0.000. It was late reported that after the meeting on (B)(6) 2014 the patient complained of burning at the pocket site. There was no problem found with the recharger. It was noted that the patient was scheduled to see the surgeon. It was later reported again that the battery internally was causing pain when the ins was on or when they were recharging. It was noted that within 5-10 minutes of starting a recharge the patient usually felt burning. It was noted that the manufacturer representative would perform a mock recharge session (with ins and recharger off and the patient in typical recharge position of lying down). It was noted that the manufacturer rep had the patient do a mock/blinded recharge the morning of (B)(6) 2014 where the recharger was off. It was noted that the patient reported the burning after five minutes of it being on their skin. However, the recharger was in the off position. It was later reported that during the mock recharge session the antenna was placed directly over the patient¿s skin. The patient claimed to have the recharge antenna in the same position as they normal would at home without using the belt. It was noted that the patient used their pants to hold the antenna in place. It was noted that the patient simulated the lying down position as well. The patient claimed they felt the same burning sensation approximately five minutes into the recharge session. The mock recharge session was performed with the stimulation off. The manufacturer representative did not inform the patient that it was a mock recharge session and the manufacturer representative did not inform the patient it was actually not charging. It was noted that it would ¿come as a surprise.¿ it was noted that the patient¿s family member was not at the session. It was only the patient. The manufacturer rep later told the family member and explained the findings with the family member. It was noted that ¿they¿ agreed to call the physician to discuss a possible revision. The findings were also discussed with the physician. Additional information was requested but was not available at the date of this report.

Event description:
It was reported the heat testing on the recharger showed the over-temperature safety mechanism was working properly. It was noted th at if the antenna had gotten too warm during a recharging session the recharger would have been properly shut down. It was reported the recharger was not the cause of the complaint.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(6) implanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
It was noted the recharger tested well in the oven test and temperature sensor test.